Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the hospital with hyperglycemia on (B)(6) 2026 and was discharged the same day. The patient's blood glucose levels reached 350 mg/dl while wearing the pod longer than 48 hours. The pod was found leaking from the infusion site (leg). Symptoms reported include not feeling well and pneumonia. The patient was treated with insulin injection and a new pod was applied.